Event description:
As reported by the user facility ((B)(4)): over infusion: the pump was running at 1ml an hour, the screen was showing that rate and all indications was that the pump was running smoothly. The nurse noticed that the patient was reacting strangely and when she looked at the line she noticed that the drip chamber was filling up much quicker than supposed to. They disconnected the patient and gave her a drug to reverse the morphine effect. They then ran the pump with fluid into a kidney dish. The same thing happened, the pump was showing 10ml an hour but the dish filled up at a much faster rate, almost the same is when you give a bolus. MFR report #: 9610825-2014-00259.